Manufacturer narrative:
The device is not available for evaluation. A lot number was provided, device lot history review is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that they found a tear on the primary plum set tubing. There was a patient involvement, no patient harm and no delay in therapy.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of tear on tubing could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.